Manufacturer narrative:
The t:slim user guide states: "never fill your tubing while your infusion set is connected to your body. Doing so can result in unintended delivery of insulin, which can result in serious injury or death." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally began fill tubing while attached to the pump for fill cannula. Reportedly, the customer noticed after only a few units had been delivered and disconnected. The customer's blood glucose level was not impacted due to this issue.